Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with irregular epithelium in both eyes -map/dot/fingerprint orientation at 1 month post lasik treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision and double vision about 3 weeks post treatment. Patient was not able to pass the driving test at the (B)(6). Patient reported symptoms are were interfering with daily activities as she was unable to drive. Patient requested a work note to excuse from driving until next appointment. Patient was scheduled to see surgeon for treatment options and epithelial debridement was required. Sans corrected visual acuity (scva): right eye 20/30; left eye 20/40. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.25 x -.50 x 158; left eye pre-op 20/20 -1.25 x -.25 x 135. Bcva from (B)(6) 2015: right eye post-op 20/30; left eye post-op 20/25.

Manufacturer narrative:
Event date: typo error in date of event. Correct date is (B)(6) 2015.